Event description:
On (B)(6) 2010, this pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Control angiography showed what was interpreted to be a type ii endoleak. From images taken (B)(6) 2010, the physician suspects a possible type I or type ii endoleak. The pt is currently being monitored by the physician.

Manufacturer narrative:
A review of the mfg records for the device will be conducted. Images were sent to gore for analysis. Upon the imaging eval, post - implant images taken (B)(6) 2010, show contrast pooling outside the implanted devices. There appears to be poor wall apposition of the proximal end of the trunk-ipsilateral leg component along the posterior wall of the proximal neck. There appears to be contrast surrounding the proximal end of the trunk. This contrast appears to communicate with contrast pooling within the aneurismal sac. The origin of contrast pooling within the sac cannot be confirmed with available images. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur include, but are not limited to endoleak. Also, according to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms. Also were implanted. Pxc201200/06471986 and pxc201400/7436620.